Event description:
Customer reported treatment by paramedics due to low blood glucose. Customer over bolused at night and almost passed out. Customer called the paramedics. The paramedics treated the customer with juice. The blood glucose reading at the time of the event was 31 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.